Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps (mbf) instrument conductor wire had its plastic part had been scraped. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing. The instrument did not collide with any other instrument. There was no evidence of arcing. There was no signs of thermal damage at site of conductor wire breakage. There was no patient injury. There are no photographic images/videos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. For clarification and based on customer complaint, no damage was found on conductor wire's insulation.